Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Trapping lip [lip injury]. Brushheads are faulty, kept trapping lip in the head part - oral-b [injury associated with device]. Brushheads are faulty, the head came clean off/ snapped off in mouth - oral-b [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she purchased a set of 3 oral-b power oral care refills precision clean a month ago, and all 3 were faulty; the first and second refills kept trapping his/her lip in the head part, and the third refill came clean off/snapped off in his/her mouth after two weeks. The case outcome was unknown. The consumer reported he/she had used oral-b electric toothbrushes for years without any problems. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.